Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a system error (se) 2240 (air in set) alarm. This occurred on the homechoice (hc) during drain, while the hp was connected. The home patient (hp) stated that the transfer set connection was loose. The hp cycled the power and cleared alarm. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the drain stage is confirmed because the home patient indicated the transfer set connection was loose, which is a known cause of this type of alarm. The cause for the loose connection cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.